Manufacturer narrative:
Manufacturer's investigation conclusions: thrombus was confirmed through the evaluation of the heartmate ii lvas. Additionally, damage to the silicone jacket of the percutaneous lead was confirmed; however, a specific cause for this damage could not be conclusively determined. The device was returned assembled with the driveline (dl) severed approximately 4¿ from the pump housing. A distal portion of the dl was returned measuring approximately 27.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. The bend relief collar was returned detached from the pump. Upon disassembly of the device, a laminated thrombus formation was observed adhered around the inlet bearing cup and bearing ball. Upon removal of the bearing cup, a small portion of the thrombus broke from the original ring structure. The concentric layering suggests that this deposition developed in this location. Further examination revealed a deposition surrounding the bearing ball within the proximal-side of the outlet stator. Its lack of concentric layering indicated that this deposition did not initially form in the outlet stator and likely, originally formed elsewhere. The areas of denaturation of both thrombus formations as well as the contact marks observed at the distal-end of the rotor suggest that these depositions were present for an undetermined amount of time while the device was supporting the patient. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, they could have potentially contributed to the report of elevated ldh. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. A small superficial tear in the silicone jacket approximately 14.5¿ from the metal connector was observed; however the silicone jacket was otherwise unremarkable. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The patient remains ongoing on the replacement device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: the approximate age of the device was 2 years and 4 months. The patient remains ongoing on the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted because his implantable cardioverter defibrillator fired twice. The patient was in acute congestive heart failure and had ldh levels over 2000. The patient's healthcare team decided that pump thrombosis was highly suspected. The patient underwent a pump exchange on (B)(6) 2019.